Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during introduction a patient, connected to a perseus a500 device, had to be resuscitated.

Event description:
It was reported that during introduction a patient, connected to a perseus a500 device, had to be resuscitated.

Manufacturer narrative:
During the course of our investigation, we were able to exclude the possibility of a device error after analyzing the log files of the anesthesia machine. According to a statement by users, the ventilation hoses were not connected correctly to the anesthesia machine at the time of the incident. Incorrect connection of the hose system is also consistent with our log file records, and was thus the cause of the reported event. It appears that a bypass between the inspiratory and expiratory connection nozzle was generated by the user and that the second hose was connected between the two sides of the y-piece. The hose system used is a reusable system. The device-side connectors and those at the y-piece are geometrically identical and thus comply with iso 5356-1. A system test was performed and passed at 13:28 hours on the day of the reported event. Because the case in question only began at 16:00 hours and the system test was thus not performed immediately before the case began, it cannot be ruled out that the hose system was reconnected in the meantime. During the device self-test, which is performed automatically, system leak tightness is checked for any possible leakages. To this end, the device is sealed at the y-piece. An anesthesia machine bypassed between the inspiratory and expiratory nozzles corresponds in pneumatic terms to a very leak-tight hose system, and is therefore not detected during the automatic self-test. This is why manual checks need to be carried out before the automatic self-test. This also includes checking that the hose system is connected correctly. The required manual checks are listed in the form of screen prompts that the user has to confirm. Furthermore, at the start of the case in question the anesthesia machine issued numerous alarms to alert the user to the situation. One of these alarms was ¿airway pressure high¿, which according to the instructions for use requires the breathing hose system to be checked. To sum up, no errors or deviations from specification were found for either the anesthesia system in question or for the hose system; both comply with the relevant standards and reflect the state of the art.